Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 0162451, device expiration date : 06/30/2025, device manufacture date : 06/10/2020. Lot # : unknown, device expiration date : unknown, device manufacture date : unknown. Initial reporter phone# : unknown. Initial reporter zip code : (B)(6). Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the manufacturing records was performed and this is the 2nd related complaint for needle clog on lot # 0162451. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot # 0162451.

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro were unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported that a few from 2 boxes clog during injection. Date of event : unknown. Sample status : discarded.